Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement after pocket closure, however, this rv lead screw was retracted, and this was confirmed via fluoroscopy. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.